Manufacturer narrative:
(B)(4).

Event description:
The patient had an MRI. The next day, the pump was read and was showing a motor stall. The clinician waited approximately 30 minutes, reread the pump, and the pump still showed a stall. The clinician planned to have the patient come back after lunch in about an hour to reread the pump again. Additional information has been requested. A follow-up report will be sent if additional information becomes available.